Event description:
This facility has received several complaints about the quality of condoms. Public health ER have received about 45 complaints collectively. The condoms break easily during use and they are not fitting properly (too small). Public health stated that these condoms are unfit for intended use.